Manufacturer narrative:
The balloon catheter afapro28 with lot number 80394 was returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 13 injections. The catheter passed the performance test as per specifications. The dissection showed a guide wire lumen kink at 1.18 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.